Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: va2mrud, implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the change in settings from 5 ma to 1.3 ma and operating at maximum settings was most likely due to lead wire not connected before closing. The cause of the inability to increase therapy/stimulation was also due to lead wire not attached to ins. The steps that were taken was sacral revision on (B)(6) 2023 and was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. The reason for call was the patient reported they did an EKG. The patient stated the ins did show up on the EKG right away but that it was determined that their heart was fine, and the patient came home yesterday, they connected to their settings, and they got a message on their handset that said the system was operating at maximum settings and that the therapy couldn't be increased. The patient wanted to know if the EKG could have caused that. Reviewed electromagnetic interference (emi) with the patient as well as maximum settings considerations. The patient was able to connect to their settings and the therapy was on. The therapy setting had been at "5"(5.0 ma) but now it was at 1.3 ma. The patient stated they couldn't increase any further or they'd get an exclamation mark. The patient stated this program they were on had been helping them and that their symptoms hadn't returned yet. The patient stated they had talked to their manufacturing representative today and they told the patient to call patient services to see if they could do anything about it but told the patient that they would probably have to come to their health care provider (hcp) office for rep to check the system. Patient services reviewed programming considerations and device description/function, but the patient opted to stay on their current program and call rep back to discuss whether they should go to another program. The patient stated they were away from home now and they didn't want to switch programs and have a symptom return at this time. The patient stated however if their symptoms ended up returning, they would switch to a new program, and they'd follow up with the rep and their hcp about this issue either way. Documented the reported event. No further action was taken by patient services. EKG patient mentioned they thought the battery drained quickly. Patient services offered to send the patient to healthcare it to discuss handset battery optimization but the patient declined because they wanted to call their rep first. The patient stated they may call back at a later date to talk with healthcare it. Additional information received indicated that the patient reported a couple of weeks ago, they started having incontinence. The patient stated they were able to connect to their settings and see that everything was fine and the setting was what it should have been. Patient services reviewed external device function with the patient and documented the reported event. No further action was taken by patient services.